Event description:
A customer reported a cartridge alarm with their insulin pump. The customer's blood glucose level was recorded at 450 mg/dl. The customer managed the high blood glucose level by administering a corrective injection using multiple daily injections (mdi) and did not require third-party assistance. The pump did not have the most up-to-date software, so technical support arranged to send a replacement pump with updated software. Instructions were given to the customer to return the problematic pump.